Manufacturer narrative:
B5: upon follow up it was reported that patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every fourth day, ongoing, route not reported) and ceftazidime injection (1gm, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.